Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via follow up medwatch. A review of the lot history records was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
As reported (B)(6) 2014, a patient of unknown age and gender presented for an apheresis dialysis procedure. When the treating physician withdrew the needle from the patient's port (unk manufacturer), a fragment of the port silicone was noted inside of the needle, obstructing the fluid path. A new of the same needle was used to successfully complete the procedure. It was reported the patient suffered no harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for evaluation.